Manufacturer narrative:
Device evaluation: the evo-fc-10-11-8-b device of lot number c1576337 involved in this complaint was not returned for evaluation. With the information provided a document based investigation was conducted. Lab evaluation: n/a. Documents review including IFU review: prior to distribution all evo-fc-10-11-8-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. Images show a partially deployed stent. They also shows kinks on the flexor. The initial report says ¿self-expanding metal prosthesis did not open; did not expand when placed in the patient's biliary tract.¿ however, additional information provided reads as follows: ¿it failed during stent deployment.¿ due to language complications it is assumed that when they say ¿did not open¿, they mean ¿did not deploy¿ as the stent in the images is open and only partially deployed, if the stent had been fully deployed and had not expanded fully it would not have been possible to retract it back into the delivery system. It is likely that the kinks observed in the images led to a build up of pressure when deploying the stent and which in turn possibly led to the flexor breaking inside the handle which would stop the stent from deploying. A review of the manufacturing records for evo-fc-10-11-8-b device of lot number c1576337 did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot #c1576337; upon review of complaints this failure mode has not occurred previously with this lot #c1576337. The instructions for use which accompanies this device instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use. Image review: n/a. Root cause review: a definitive root cause could not be determined from the available information. From images provided the flexor appears to be kinked. There may be several possible causes for the kink in the flexor, it may be as a result of handling removing the device from packaging or during preparation or it may be due to patient anatomy. It is possible that the scope was in tortuous position due to patient anatomy causing difficulties in stent deployment. Summary: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaint is confirmed based on the customers testimony. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
As per cc form: "the fully covered 10mmx8cm self-expanding metal prosthesis did not open; did not expand when placed in the patient's biliary tract".